Event description:
Patient reported the display of the meter has a large black strip; thinks the display will go blank soon. Patient stated the values on the meter are not visible. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.